Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2008. It was reported that the patient was not feeling stimulation. Although the patient's programmer was able to communicate with the ipg, the programmer displayed an error message when she attempted to increase stimulation. A replacement programmer did not resolve the issue. The patient is scheduled to meet with her physician to discuss the next course of action; this appointment date is currently undetermined. No further information is available at this time. This report is being submitted as a precautionary measure as similar alleged events have resulted in the explant of the ipg.